Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Further information was received from the field indicating that the high pacing thresholds were possibly due to dislodgment when the left ventricular assisted device (lvad) was placed. This rv lead was abandoned surgically. No additional adverse patient effects were reported.